Event description:
A customer contacted beckman coulter inc (bci) regarding false elevated troponin (accutni) results generated by the unicel dxc 600i synchron access clinical system for 3 patients. The samples repeated in the normal reference range. The first patient's result was reported outside of the laboratory, the other two were held by the operator. The repeat results were reported out. The actual results were not provided by the customer. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within the established ranges prior to and after the event. A system check performed prior to the event failed out of specifications high. The customer had loaded three patient samples onto the instrument and reported the elevated result for patient 1 before verifying the system check had met specifications. With bci hotline assistance, the customer found the aspirate probes were not connected to the peri-pump tubing after performing weekly maintenance. The customer reconnected the aspirate probes to the peri-pump tubing and repeated the system check which met specifications. The samples were then repeated and resulted in the normal reference range. Per customer, there were no further issues. Service was not dispatched for this event as the issue was resolved by troubleshooting with the bci hotline.